Manufacturer narrative:
(B)(4) b3: event date is the publication date of the article. D10: unknown liner unknown cup unknown stem g2: andriollo l, nesta f, el motassime a, perticarini l, sangalett r, benazzo f, rossi smp. Constrained acetabular liners in the instability of hip arthroplasty: what is its current role in revision surgery? Arch orthop trauma surg. 2025 dec 15;146(1):9. Doi: 10.1007/s00402-025-06110-5. Pmid: 41396222; pmcid: pmc12705821. H6: proposed component code: mechanical (g04) - head no product was returned or pictures provided visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
A journal article was obtained on 07-jan-2026 that reported a retrospective study from italy. The purpose of the study was to evaluate the survival rate, functional outcomes, and the reasons for further revision due to implant failure of constrained acetabular liners (cals). The study reviewed 45 hips/patients who underwent hip revision surgery between june 2018 and december 2022. Implants were cemented with copal g + v cement (heraeus medical). In acetabular reconstruction, the trabecular metal¿ acetabular revision system shell (zimmer biomet) was used in 5 patients, the burch-schneider reinforcement cage (zimmer biomet) in 2, and the limacorporate acetabular cage (limacorporate) in 4 cases. Liners consisted of the trilogy longevity constrained liner (zimmer biomet) in 39 cases, and the tmars cemented constrained liner (zimmer biomet) in 6 cases. Tm augments were implanted in 2 patients. In 3 procedures, the femoral stem was also revised. The study population had a mean age of 72.4 years at time of surgery. Of the final 45 patients included in the retrospective evaluation, 14 were male, and 31 were female. Follow-up was conducted at 3, 6, 12, and 24 months after the procedure, and then every 2 years with a mean length of follow-up for 32 months. Andriollo, l., nesta, f., el motassime, a., pericarini, l., sangalett, r., benazzo, f., rossi, s.m.p. (2025). Constrained acetabular liners in the instability of hip arthroplasty: what is its current role in revision surgery?. Archives of orthopaedic and trauma surgery, 146 (9), https://doi.org/10.1007/s00402-025-06110-5 the article reported 1 patient was revised 3 months postop due to constrained liner disassembly / recurrent dislocation. Due diligence is complete as multiple attempts were made; however, no further information is available.